Event description:
According to the reporter, a customer claimed that one of the tampons she used did not have a string attached as a result, she had to go to the emergency room at her local hospital to have it removed. Remaining samples were sent to co's mfg facility for further investigation. Co has attempted to contact consumer. However, it was pt's 81 y/o mother's number that was given and the mother would not give co any further info.